Manufacturer narrative:
Added h.6 type of investigation code. Corrected h.6 investigation findings. Additional manufacturer narrative: no product was returned for engineering. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint events. During manufacturing of the edwards sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The instructions for use (IFU), device preparation training manual, and procedural training manual were reviewed. During thv deployment, to prevent possible leaflet damage, the thv should not remain in the expandable sheath for over 5 minutes. Begin thv deployment by unlocking the inflation device. Begin rapid pacing; once systolic blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Deploy the thv by inflating the balloon with the entire volume in the inflation device. Hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. After deployment, deflate the balloon. When the balloon catheter has been completely deflated, turn off the pacemaker. To maintain proper valve leaflet coaptation, do not overinflate the deployment balloon. No IFU/training deficiencies were identified. As the event was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance's or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Additionally, since no manufacturing non-conformance's or IFU deficiencies were identified, corrective action is not required. The event was unable to be confirmed as relevant imagery were not provided for evaluation. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'a 23mm sapien 3 valve was deployed with 2.0 ml more than nominal volume. Due to concerns about the valve was anchored to the native annulus or not, post dilation was performed with 1.0 ml more than nominal volume. Since there was still concern about anchoring, post dilation was performed again with 1.0 ml more than nominal volume. Cardiac massage was performed due to acute severe aortic regurgitation'. In this case, an excess of 2.0 ml inflation volume was used to deploy the valve, which indicates a possibility of an overexpanded valve. Over expansion of the valve may impact the leaflets ability to function/coapt properly leading to central leak. Additionally, it has been reported that the valve was post dilated twice with 1.0 ml more than the nominal volume. Procedural training manual lists 'central ar' as risks associated with post-dilation, therefore post-dilation may further disrupt the leaflet leading to central regurgitation. Although a definitive root cause is unable to be determined, available information suggests that procedural factors (over-expanded thv/ post-dilation) may have contributed to the complaint event. In this case, the hemodynamic instability exact cause is unknown. However, per the report, blood pressure decreased was suspected by tee. Patient factors, co-morbidities (not provided) and procedural factors may have contributed to the hemodynamic instability (hypotension).

Event description:
As reported by the edwards japanese affiliate, during a tf tavr case, balloon aortic valvuloplasty (bav) was skipped. A 23mm sapien 3 valve was deployed with 2.0 ml more than nominal volume. Due to concerns about the valve being properly anchored to the native annulus or not, post dilation was performed with 3.0 ml more than nominal volume. Since there was still concern about anchoring, post dilation was performed again with 4.0 ml more than nominal volume. After that, blood pressure decreased, and valve damage (11 o'clock direction, on right coronary cusp (rcc) side) was suspected by tte. Cardiac massage was performed due to acute severe aortic regurgitation and a second 23mm s3 valve was deployed with 2.0 ml more than nominal volume. The patient recovered blood pressure and no paravalvular leak (pvl) was observed., the procedure was completed. The device remains implanted in the patient body and will not be returned for evaluation.

Manufacturer narrative:
Corrected b.5 and h.10 due to inflation volumes typo. No product was returned for engineering. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint events. During manufacturing of the edwards sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The instructions for use (IFU), device preparation training manual, and procedural training manual were reviewed. During thv deployment, to prevent possible leaflet damage, the thv should not remain in the expandable sheath for over 5 minutes. Begin thv deployment by unlocking the inflation device. Begin rapid pacing; once systolic blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Deploy the thv by inflating the balloon with the entire volume in the inflation device. Hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. After deployment, deflate the balloon. When the balloon catheter has been completely deflated, turn off the pacemaker. To maintain proper valve leaflet coaptation, do not overinflate the deployment balloon. No IFU/training deficiencies were identified. As the event was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Additionally, since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The event was unable to be confirmed as relevant imagery were not provided for evaluation. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'a 23mm sapien 3 valve was deployed with 2.0 ml more than nominal volume. Due to concerns about the valve was anchored to the native annulus or not, post dilation was performed with 3.0 ml more than nominal volume. Since there was still concern about anchoring, post dilation was performed again with 4.0 ml more than nominal volume. Cardiac massage was performed due to acute severe aortic regurgitation'. In this case, an excess of 2.0 ml inflation volume was used to deploy the valve, which indicates a possibility of an overexpanded valve. Over expansion of the valve may impact the leaflets ability to function/coapt properly leading to central leak. Additionally, it has been reported that the valve was post dilated twice with 3.0ml and 4.0ml, respectively, more than the nominal volume. Procedural training manual lists 'central ar' as risks associated with post-dilation, therefore post-dilation may further disrupt the leaflet leading to central regurgitation. Although a definitive root cause is unable to be determined, available information suggests that procedural factors (over-expanded thv/ post-dilation) may have contributed to the complaint event. In this case, the hemodynamic instability exact cause is unknown. However, per the report, blood pressure decreased was suspected by tee. Patient factors, co-morbidities (not provided) and procedural factors may have contributed to the hemodynamic instability (hypotension).

Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the most likely cause of the central regurgitation through the event was the repeated post-dilations after deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case, balloon aortic valvuloplasty (bav) was skipped. A 23mm sapien 3 valve was deployed with 2.0 ml more than nominal volume. Due to concerns about the valve being properly anchored to the native annulus or not, post dilation was performed with 1.0 ml more than nominal volume. Since there was still concern about anchoring, post dilation was performed again with 1.0 ml more than nominal volume. After that, blood pressure decreased, and valve damage (11 o'clock direction, on right coronary cusp (rcc) side) was suspected by tte. Cardiac massage was performed due to acute severe aortic regurgitation and a second 23mm s3 valve was deployed with 2.0 ml more than nominal volume. The patient recovered blood pressure and no paravalvular leak (pvl) was observed., the procedure was completed. The device remains implanted in the patient body and will not be returned for evaluation.